Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the luer connector of the syringe tubing set cracked and a piece broke off into the cap of peripherally inserted central catheter (PICC) line. This was noticed as the nurse was unable to connect the set to the PICC line cap and the blood backed into the tubing. The entire tubing and cap were replaced. Although requested, no additional information was provided.